Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer (bb supervisor) reporting false negative reactions to cells # 14,16, and 17 to the 0.8% resolve panel b lot# vrb218 tested manually in gel with a patient later determined to have anti-fya when compared to positive reactions to these same donors when tested on the provue. The patient was initially tested against the 0.8% surgiscreen and cell# 3 the homozygous fya donor did yield a 3+ reaction. Patient initial testing performed by the manual gel method against the listed 0.8% resolve panel b and reports reactivity observed to cell 18 (2+), cell#20 (2+) and cell 21 (3+) . Customer could not conclude the antibody based on the manual gel testing. The customer went on and repeated the testing of the same sample against another set of the same lot of the 0.8% resolve panel b on the provue and reports reactivity to cell# 14 (1+), cell#16 (1+), cell# 17 (1+) and cell 18 (2+), cell#20 (2+) and cell 21 (3+) and determined patient had anti-fya. Issue started on: (B)(6) 2016. Frequency:x1. Microtubes/wells or cell (donor #) affected: cell#14, 16 and 17. Methodology used: manual gel. Incubation time (for manual test only): 15 min. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: yes. Result obtained by repeating: cell #14 (1+) 16 (1+) 17 (1+). Method used to repeat: provue. Customer's concern is specific to the failure of the listed homozygous fya donors (cell# 14 and 17) to the panel not reacting by the manual gel method with a 15 min incubation where these cells did react when tested on the provue. Testing performed on (B)(6) 2016 by the manual gel method with 15min incubation. No additional testing performed due lack of sample. Ortho was able to confirm that the patient was not transfused based on the negative listed panel cells . No incorrect or erroneous results have been reported as a result of this concern. All listed ortho products have been confirmed to have normal appearance and has been stored according to the package insert indications. Customer could not provide open dates to each panel set. Ortho discussed how cell concentration can affect results and advised the customer to possibly repeat testing using the same set in parallel if additional sample is available. No reports of any discrepancies with qc of the manual gel and on the provue. Customer provided ortho with the batch listing reports and panel studies from the manual gel testing. Ortho will follow up again to verify if any additional sample was collected from the patient. On 18may2016, ortho followed up with the customer who reports no additional sample has been collected and most likely unable to obtain. Ortho provided the customer with the mxp# in case a reference is needed if a sample becomes available customer has agreed to contact ortho if one does become available. Later on (B)(6) 2016, customer contacted ortho to report the receipt of a new sample that was tested against both sets of the same panel by the manual gel method and reports all fya+ cells reacted at least 1+ including the original cells that failed to react. Customer indicates their confidence that the reported concern was related to the samples' antibody titer and not a result of a failed ortho product. Customer satisfied and requires no additional troubleshooting or investigation. No further action indicated by ortho. On (B)(6) 2016, customer requesting a follow up with the results of the investigation. Ortho will call when investigation complete.